Event description:
It was reported that there was an electrical reset on the implantable cardioverter defibrillator (ICD) which triggered a patient alert. The reset was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed that there was a power on reset - power on reset parameters with 1 - por for mem test, addr=3abf, data=d7 on (B)(6) 2012 15:39:12 and 1 - patient alert for device circuit error on (B)(6) 2012 15:39:12.